Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. There were horizontal abrasions on the inner collet that indicate the screw was likely fully locked. There was a significant abrasion observed on the rod consistent with rod slip. No definitive root cause can be determined. A review of the manufacturing and inspection records did not reveal any contributing information/trends.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a rod slipped at the left distal screw approximately 3 years post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a rod slipped at the left distal screw approximately 3 years post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On 05/31/2016 that a rod slipped at the left distal screw approximately 3 years post-op.